Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7121817, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 30731191, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7122212. UDI: (B)(4).